Event description:
Per information provided: on (B)(6) 2009 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿a reducible incisional ventral hernia in lower midline was reduced. A perfix plug (device 1) was placed for the repair and secured with sutures.¿ on (B)(6) 2010 - patient was diagnosed with recurrent incarcerated incisional hernia and pain thereby underwent open repair with implant of composix e/x mesh (device 2). Per operative notes, ¿hernia was removed, and fascia was closed with sutures. A composix e/x mesh (device 2) placed in the defect and sutured circumferentially.¿ on (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 3) . Per operative notes, ¿adhesions of omentum was lysed and recurrent hernia in the top edge of the mesh (device 1 and 2) was noted. The hernia was reduced and old mesh (device 1 and 2) noted in lower aspect was preserved. A ventrio st mesh (device 3) was placed over the defect as an overlap covering old mesh (device 1 and 2) and sutured.¿ on (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the recurrent hernia defect and scar in the midline was noted. A synthetic mesh was placed, sutured and tacked circumferentially.¿ (note: the old meshes (device 1, 2 and 3) were not seen during this procedure.)

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. This emdr represents the bard ventrio st (device 3). Additional supplemental emdrs were submitted to represent the bard perfix plug (device 1) and bard mesh - composix e/x (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.